Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant with a large navitor loading system and large flexnav delivery system. The patient's native valve was sized 73.4mm for annular perimeter. It was reported the patient did not have a horizontal aorta. During procedure, the valve was initially placed too high in the patient anatomy. The valve was recaptured and redeployed at a 3mm implant depth. It was reported that at 80% deployment, the valve was released and all three retaining tabs were identified as being released. It was also reported there was sufficient calcium to allow anchoring of the device and there was no tension in the delivery system at the time of deployment. Post hemodynamics were recorded and the gradient following implant was 10mmhg. It was later reported during a post-procedural angiogram that the valve had embolized to the ascending aorta, sinotubular junction, and no part of the valve remained in the aortic annulus. There was no report of the embolized device causing partial or complete blockage of blood flow. It was reported the patient became hemodynamically unstable. A second 27mm navitor valve was prepped but never used as the patient went into cardiac arrest. Patient was given cardiopulmonary resuscitation (CPR) and placed on bypass. A decision was made to perform surgical aortic valve repair procedure on (B)(6) 2023. It was reported the first 27mm navitor valve was explanted and replaced with an unknown valve. It was also reported a third 27mm navitor valve was accidentally opened but also not used. The patient status was reported as recovering.

Manufacturer narrative:
An event of the valve migrating after the implant and cardiac arrest was reported. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from the field indicated adequate calcium to anchor the valve, the patient did not have a horizontal aorta, there were no difficulties deploying the valve, no tension in the delivery system upon deployment, and the valve was at the correct implant depth. Abbott has request for imaging which was not provided by the field. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant with a large navitor loading system and large flexnav delivery system. The patient's native valve was sized 73.4mm for annular perimeter. It was reported the patient did not have a horizontal aorta. During procedure, the valve was initially placed too high in the patient anatomy. The valve was recaptured and redeployed at a 3mm implant depth. It was reported that at 80% deployment, the valve was released and all three retaining tabs were identified as being released. It was also reported there was sufficient calcium to allow anchoring of the device and there was no tension in the delivery system at the time of deployment. Post hemodynamics were recorded. It was later reported during a post-procedural angiogram that the valve had embolized to the ascending aorta, sinotubular junction, and no part of the valve remained in the aortic annulus. There was no report of the embolized device causing partial or complete blockage of blood flow. It was reported the patient became hemodynamically unstable. A second 27mm navitor valve was prepped but never used as the patient went into cardiac arrest. Patient was given cardiopulmonary resuscitation (CPR) and placed on bypass. A decision was made to perform surgical aortic valve repair procedure on (B)(6) 2023. It was reported the first 27mm navitor valve was explanted and replaced with an unknown valve. It was also reported a third 27mm navitor valve was accidentally opened but also not used. The patient status was reported as recovering.